Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 556 mg/dl this morning. The patient treated with a 10-unit insulin pump bolus. Troubleshooting for the high blood glucose was declined since the customer cited special medication as the possible cause of the hyperglycemia. The patient's blood glucose at the time of call was 216 mg/dl. The insulin pump was not returned for analysis.